Manufacturer narrative:
Eval: no product was returned to assist in this investigation. Unfortunately, without the actual complaint device, it is not possible to determine how the fitting became cracked. However, considering the device functioned without difficulty for over 2 months, it is feasible to say that the damage occurred due to unforeseen circumstances, such as chemical degradation or abuse.